Manufacturer narrative:
This event occurred in (B)(6). The field service engineer performed repeatability testing with lithium qc material. During testing, there were sampling alarms. The sample probe was replaced. The customer performed repeatability testing had acceptable results. After the sample probe replacement, no further issues were reported. The investigation determined the replacement of the sample probe resolved the issue.

Event description:
The initial reporter received questionable li lithium results for two patients tested on a cobas c 503 module. It is unknown if the patient's questionable lithium results were reported outside the laboratory; the information was requested but not provided. The customer performed repeat testing for confirmation. On (B)(6) 2020, patient 1's initial lithium result was (B)(6) mmol/l, and the patient's repeat results were (B)(6) mmol/l. On (B)(6) 2020, patient 2's initial lithium result was (B)(6) mmol/l, and the patient's repeat results were (B)(6) mmol/l with a data alarm. The lithium reagent lot number was 460704 with an expiration date requested but not provided.